Event description:
During surgery there appeared to be a discrepancy between the implant and trial resulting in a grossly loose implant surgery was delayed approx 20 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.